Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon attempted interrogation, the pulse generator exhibited magnet communication issue. No intervention was performed. The patient was in stable condition.